Manufacturer narrative:
Device eval summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon investigation the charger/modem would not power up. The cause of the charger/modem not powering up has been isolated to an intermittent connection at pin 23 of the flash memory. The root cause of the intermittent connection could not be positively identified, but the damage is likely the result of the charger/modem impacting on a hard surface. No adverse event occurred due to the flash memory failure. The last pt to use this charger/modem did not report any problems.

Event description:
A review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) would not power up. The last pt to use this charger/modem did not report any problems.